Event description:
An (B)(6) customer received a blood glucose reading of 141mg/dl on the contour next meter. He injected 7 units of insulin and ate something. He ultimately fell into a diabetic coma and was treated by the paramedics. He was not hospitalized. The paramedics ran the customer's blood test on their meter and it was 100mg/dl lower when compared to the customer's meter. The specific readings were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. The customer test strips are expected to be returned for evaluation. Replacement meter and strips were sent to him.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.